Event description:
Surgeon inserting catheter into right sub-clavian vessel for purposes of hemodialysis. Upon suturing in place, patient became unresponsive and code called. Code unsuccessful and patient declared dead. Autopsy shows laceration of superior vena cava.